Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The reported issue could be related to the drip chamber manufacturer processes. However, since no batch was provided, it is impossible to determined the exact root cause to this issue. The current process controls detection include post sterilization sampling final inspection, 100% visual inspection related to separated components during the manufacturing process and final physical inspections, and the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing.

Event description:
The following has been reported: nurse reported: vincristine came up strung on primary tubing. Upon adding the flush at the end of the infusion the drip chamber collapsed and was unable to put the last few ml of medication through the pump/tubing. A preliminary review identified the following issue: administration set breaks (any part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.